Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a damaged rear case and software issues. No patient involvement was reported.

Event description:
It was reported that the device had a damaged rear case and software issues. No patient involvement was reported.

Manufacturer narrative:
A review of the device history record for sn (B)(6). Was performed from date of manufacture 29jul2016 to present date 06nov2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.